Manufacturer narrative:
(B)(4). Method: the upper and lower head harnesses of the subject iw980 infant warmer were sent to fisher & paykel healthcare (fph) (B)(4) for evaluation. Results: visual inspection revealed that the connectors on the head harnesses were discolored. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. The subject infant warmer is 8 years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The iw980 baby control wall mount infant warmer was repaired by the fph service center in california and returned to the medical center after passing electrical safety test and performance checks specified in the infant warmer product technical manual.

Event description:
A medical center in (B)(6) reported that an iw980 baby control wall mount infant warmer had an issue with the head harness connectors. This was observed before use on a patient.